Event description:
It was reported that the foley catheter found to be broken during the procedure. They had to remove the catheter.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The labelling review was unable to review due to the unknown product code. Although the product family was unknown, the (foley catheter) IFU's are found to be adequate based on past reviews.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was found to be broken during procedure. They had to remove the catheter.